Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient received an inappropriate shock as to the patient had atrial fibrillation with rapid ventricular response. The device was reprogrammed and the lead remains in use. The patient is a participant in the system longevity study. No further patient complications have been reported as a result of this event.